Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a bullectomy for a spontaneous pneumothorax on an unknown date and suture was used. Twenty five days later the patient presented with a massive haemothorax. The patient was taken to surgery which revealed ongoing bleeding from the chest wall caused by a sharp edge of the ligature used to resect the remaining small part of the lung at the earlier staple bullectomy. The point where bleeding was occurring was clipped and covered using a collagen patch coated with human fibrinogen and thrombin. The protruding sharp edge of the ligature was excised together with the surrounding lung tissue, using a stapler.

Manufacturer narrative:
The actual device batch number associated with this event is not known. The accounts reports the following possible batch numbers: dks924 - mfg date 09/01/2011, exp date 07/31/2016; dkx079 - mfg date 09/01/2011, exp date 07/31/2016; dlx240 ¿ mfg date 10/01/2011, exp date 07/31/2016; eax507 ¿ mfg date 01/01/2012, exp date 01/31/2017. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.